Event description:
(B)(4).

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined. (B)(4).